Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 29nov2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 85% stenosed, 16x2.50mm, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified left circumflex (lcx) artery. After a non-bsc guide wire was advanced and pre-dilatation was performed with a non-bsc balloon catheter, a 2.50x16mm promus element plus drug-eluting stent was advanced to treat the lesion. However, due to the tortuousity, resistance was encountered and the device failed to cross even after many attempts. The device was removed and the procedure was completed with a non-bsc stent. No patient complications were reported and patient's status was stable and responding well to medications. However, returned device analysis revealed stent damage and hypotube break. Promus element plus, mr, ous 2.50 x16 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was damaged on the midsection of the stent with stent struts pulled distally and lifted. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break at 190 mm distal from the distal end of the strain relief. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.